Event description:
It was reported that, "dr (B)(6) implanted l4 and s1 screws on the left side of pt and l4 l5 and s1 screws on right side of pt. One day post op the tulip head of the s1 left side screw disengages from the screw shaft."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval.